Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint regarding higher glucose sensor scan value while wearing the adc device compared to the built-in meter. On (B)(6) 2022, the customer experienced sweating and heavy breathing and presented to the clinic where an initial blood glucose test of 2 mmol/l was obtained on the hcp meter and the customer was provided food and drink by the clinic staff. A blood glucose test of 5 mmol/l was obtained on the hcp meter after treatment with no comparison sensor scan reported. No further medical treatment was provided. No further information was provided. There was no report of death or permanent injury associated with this event. A sensor scan of 22mmol/l was compared to a built-in meter glucose test of 7 mmol/l when results, when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant.